Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, after firing the first clip; viewing with cholangiogram, the clips were not forming correctly on the bile duct and appeared to be scissored. This occurred with the first three devices used in the procedure. The surgeon then use a fourth like device and complete the procedure. There was no patient consequence reported.